Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ir (interventional radiology) tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the manufacturing record and the shipping inspection record of the involved product/lot number combination confirmed there was no problem in them. A search of the complaint file found no other report with the involved product code/lot number combination from other facilities. (B)(4).

Event description:
The user facility reported that the coating stripped off the angled stiff wire involved. Additional information was received on 04 apr 2022: the patient was not affected. Additional information was received on 15 apr 2022: the patient was not injured. Medical or surgical intervention was not required and there was no blood loss. The procedure performed was a lower extremity (le) angiogram. The patient was in stable condition. The procedure outcome was successful. The wire coating stripped off the wire after the quickcross was exchanged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual sample was not returned, therefore no analysis was performed. Based on our past findings, it is known that the outer layer of the radifocus guidewire m may peel off when it is used in combination with a metal needle. Based on the results of the investigation, no anomaly was found in the manufacturing related records. In this case, it was presumed that the outer layer might have peeled off due to the use of the actual product in combination with a metal needle. However, the definite cause of occurrence could not be determined since the actual sample was not available for analysis. The IFU (instructions for use) of this product includes the following statement: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement."